Event description:
It was reported that the arctic sun device had water cooling malfunction. Per review of wo on 17feb2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter's phone number that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. Cooling malfunction was confirmed. T4 temperature didn't cool down. Chiller pump dc was defective. Alert 113 (reduced water temperature control) seen in event log. Replaced a chiller pump. This device was evaluated for functionality per baw2800549 rev0. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The initial reporter's phone number that is provided is (B)(6). Corrections: d, e, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction. Per review of wo on 17feb2025, there was no patient involvement. Per follow up information received via mail on 28feb2025, they repaired the device on the customer site. The problem was cooling malfunction. Chiller pump was defective and replaced the chiller pump. The issue was resolved.